Event description:
The customer contacted physio-control to report that their device was not turning on. It doesn't get switched on through ac mains/battery. After plugged in with ac mains there is no ac indicator. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The service agent was not able to provide futher information. The device was not returned and the reported issue could not be verified and root cause could not be determined.

Manufacturer narrative:
A third-party evaluated the device and determined that the power module needed to be replaced. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was not turning on. It doesn't get switched on through ac mains/battery. After plugged in with ac mains there is no ac indicator. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.